Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 6 cubie drawer failed. A field service engineer (fse) pulled the station out, removed the back panel, opened the full-height drawer 6, and checked the latch inseparable for the magnet. The fse removed the back of the drawer and the latch assembly, replaced the latch inseparable, reassembled the station, powered it up, and tested functions in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie drawer, failed to stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.